Event description:
Patient presented to office with painful knee, scheduled for surgery and revised with triathlon ts.

Manufacturer narrative:
Additional devices listed in this report: cat # 5521-b-500, lot # heuw, description: tri ts baseplate size 5; cat # 5565-s-018, lot # m7c17, description: tri press-fit stem 18mm x 100mm; cat # 5510f501, lot # s7yhn, description: triathlon cr fem comp #5 l-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact root cause of the event could not be determined as pain can occur post-operatively for a number of reasons and are symptoms rather than the cause of the issue the patient is experiencing. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient presented to office with painful knee, scheduled for surgery and revised with triathlon ts.